Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was having high blood glucose because the reservoir was empty and the insulin pump did not alarm. Customer's blood glucose was 498 mg/dl. Customer took manual injection to treat high blood glucose. The customer was educated regarding the active insulin time and how the bolus wizard works, and explained the low reservoir warning. Customer current blood glucose now was 140 mg/dl. No further information provided.